Event description:
It was reported that during central processing, the instrument was found to have a broken tip. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cadiere forceps instrument involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the reported complaint. Fa found the instrument to have a broken grip at the grip base. A piece approximately 0.21" x 0.700" was found to be broken off the yaw pulley. The broken piece was not returned. The root cause of this failure is typically attribute to the mishandling or misuse, such as excess force applied to the instrument jaws.